Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "erroneous upstream occlusions" were reproduced and confirmed through eval. Eval found low upstream sensor readings which are known to cause false upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had "erroneous upstream occlusions". It was also reported there was no pt incident related to this issue.